Event description:
Pt reported receiving an elevated blood glucose level of 365 mg/dl. Pt stated that while priming the infusion set, he detected no insulin came out of the needle and the infusion device gave no alert. Pt reported, he experienced no health problems and was able to get his blood glucose level under control by himself. Pt's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, infusion set, infusion adapter, battery cover and batteries for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.